Manufacturer narrative:
Patient information was unavailable from the site. Concomitant medical products: other relevant device(s) are: product ID: 9734699, serial/lot #: (B)(4). Foreign report source: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed that there was a cd drive showing instabilities in terms of data import via cdr. The cd drive was replaced. Data import was tested successfully. Siu sw was performed. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that there was a patient import problem. The site has changed the navigation system in order to resolve the situation. Data import via cdr was not possible. The same cdr was used with a different navigation system and data import via cdr was used without a problem. There was no delay to the case. No impact on patient outcome. Additional information was received stating that after the procedure the site tried the data import via cd and it worked without any problems.

Manufacturer narrative:
The cd_drive was replaced and the issue was resolved. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the issue occurred on the navigation system intermittently outside of the occurrence.

Manufacturer narrative:
H3) the hard drive was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. When connected to a known good computer the returned drive was able to load and archive exams without issue. No problem found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.